Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gallstone surgery, while on suturing the gallbladder incision, needle separation event occurred. It was noted that the product with the same lot also had this situation 2 times during the previous use. The device was replaced with another suture to continue suturing the remaining incision. There was no patient injury.